Event description:
It was reported that during surgery, a scratch was found on the surface of the preloaded extended depth of focus intraocular lens (iol). The scratch appeared to have been caused by the plunger rod. The iol was implanted and there was no patient injury. No other medical intervention was required. The patient post-operative visual acuity was 1.0. No further information was provided.

Manufacturer narrative:
Section a2 and a4: unknown, as information was requested but not provided. Section d6b - explant date: not applicable, lens remains implanted. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dib00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dib00 which is distributed in the unites states under PMA p980040. Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section b5 - describe event or problem: additional information was received and it was revealed that the physician set the device using balanced salt solution (bss) at room temperature, which was introduced from the tip of the cartridge. During this process, there was noticeable resistance as the intraocular lens (iol) passed through the tip of the cartridge. Account indicated that he iol was not released within a minute. The patient's visual acuity remains intact, with a corrected visual acuity of 1.2. The following additional code has been added per additional information received: section h6 - device code(s): 1487 - device difficult to setup or prepare all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: august 12, 2024 section h3 - device evaluated by manufacturer? Yes device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection was performed on the suspect product. The plunger rod was found advanced with viscoelastic residue observed distributed through the length of the cartridge. The lens module was inspected, and no viscoelastic residue or damage was identified. The device assembly was inspected, and no issues were identified. The plunger rod advancement was inspected, and no resistance was felt. No lens was received for physical evaluation. In addition, photographs were provided by the customer and evaluated. The pictures showed an eye being implanted with a lens claimed to be a tecnis eyehance iol with optiblue preloaded in the delivery system simplicity model dib00v. A crack-scratch like mark in the lens periphery was observed. Although per the mark location, it was not expected to cause visual issues. The definitive clinical impact or the issue potential root cause could not be determined from a picture assessment. The complaint issue "cosmetic issues" and "difficult to use" were not identified during product and photograph evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.